Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer was assisted with a pump reset, but the same malfunction recurred. The customer reverted to using multiple daily injections as backup therapy.